Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Device info has not been provided at the time. Info received from the pt indicated that reported device may be either rejuvenate or abgii. Additional info pertaining to the device reference in the report (including x-rays and medical records) was requested. Should additional info become available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that: pt has been experiencing pain since surgery. Pt had procedure for calcification in (B)(6) 2012. Pt also has had x-ray and MRI done.